Event description:
It was reported that pump quick bolus and wake button felt loose and did not consistently turn on pump display as expected. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press button in specific way to turn on display, advised that replacement pump with updated software would be sent, and told to allow current pump battery to fully deplete and return pump within specified time using provided shipping materials, and customer planned to continue using current pump and rely on alternate insulin method if necessary while programming settings and reconnecting cgm on replacement pump.